Event description:
The pt was bilaterally implanted with siltex low bleed gel filled mammary prosthesis on 10/1/90. Subsequently, the pt experienced bilateral ruptures and capsular contracture and pain in the left breast.